Event description:
It was reported that the patient experienced an episode of dizziness. Atrial noise reversion was observed via transmission. At explant, an output circuit damage alert was received during dft testing. Clavicular crush was suspected. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was found at 7.2-8.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at the same location. This is consistent with the observation from the field of an output anomaly.